Event description:
It was reported that a small volume intermate ruptured. This occurred during filling of tobramycin sulfate and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured june 18, 2013 - june 19, 2013. The sample was received for evaluation. Visual inspection identified a ruptured bladder, confirming the reported condition. Microscopic inspection identified a marking on the exterior surface of the bladder and an abrasion on the interior surface of the bladder, near the rupture line. The cause of the rupture was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.